Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was confirmed. A visual inspection revealed the lead insulation was cut and damaged at the middle region of the lead consistent with procedural damage. Electrical testing and an x-ray examination revealed no indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with dried blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The helix extension length was measured and met required specification. Additionally, a tip stiffness test was performed and the results were within required specification.

Event description:
It was reported that the patient experienced discomfort and some inappropriate muscle stimulation. Additionally, the physician suspected a minor perforation, however. This was not confirmed. The inappropriate muscle stimulation was resolved by reprogramming. In the end, the system was explanted as the patient was not comfortable with it in situ. Following explant, lead insulation damage was observed on the right ventricular lead.